Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's programmer was auto-reducing and his stimulation was stopping. The sjm rep determined there were two contacts which were invalid with high impedance. The pt was reprogrammed, and received coverage. F/u found the pt was scheduled for f/u on the issue.